Event description:
Boston scientific received information that this device system detected a lead safety switch on the right ventricular (rv) lead greater than 2,500 ohms in the unipolar and bipolar configurations. The sales representative was to further discuss with the patients physician. Information was received that to date, no x-ray was performed, however, the patient was to be scheduled for a lead revision procedure. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the patient with this lead that following a fall onto a padded knob, the patient began to feel different once the lead had fractured. The patient also noted that once the lead was fractured, the physician also discovered the patient was enduring atrial fibrillation (af).

Event description:
Additional information was received that a revision procedure was performed. The rv lead was observed to be fractured, resulting in the pacing impedance measurements greater than 2,500 ohms. The rv lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.